Manufacturer narrative:
(B) (4). Evaluation summary: there was no reported deficiency. Restenosis is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter. It was also reported that a non-abbott drug eluting stent (des) was implanted to treat restenosis of the promus stent , it should be noted that the promus IFU cautions: when multiple drug eluting stents are required, only promus everolimus eluting coronary stents must be used. Potential interaction with other drug eluting stents or coated stents have not been evaluated and should be avoided. In this case, it cannot be determined whether the IFU deviation(s) contributed to the reported patient effect.

Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: six months post implantation of device. It was reported via a trial, that the initial procedure was performed on (B) (6) 2008. The target lesion was a de novo, 70% stenosed, 2.5 x 23 lesion of the mid left ascending diagonal (lad). Treatment consisted of direct stenting with a 2.5 x 23 mm promus and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. On (B) (6) 2009, the patient returned for a target vessel reintervention of the 60% stenosed distal lad. Treatment consisted of placement of a non-abbott stent resulting in 0% residual stenosis. The patient was taking asa and clopidogrel at the time of the event. The investigator assessed the event as unrelated to the study stent. However, medical review assessed it as possibly related. There was no additional patient sequela reported. No additional information was provided. (B) (4).